Event description:
Event description guidant received information that this pacemaker, which was included in the advisory population as described in guidant's january 21, 2006 physician letter, was unable to be interrogated and was unresponsive to magnet application. The patient had an intrinsic rate of 70 beats per minute and was asymptomatic. It was also reported that the patient had been lost to follow-up and that the device had not been checked since the implant procedure over six and one half years ago.